Event description:
Reporter stated that customer received the following results on the compact plus system within 9 minutes: 1. 2.5 mmol/l, 1.2 mmol/l, 1.7 mmol/l and 3.4 mmol/l 2. 1.2 mmol/l, 1.7 mmol/l, 3.4 mmol/l and 4.7 mmol/l results of 1.2 mmol/l, 1.7 mmol/l and 3.4 mmol/l were not duplicated. Sets of readings were obtained at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.